Event description:
Adverse event(s): "blurred vision at distance and near" (blurred vision); "feel off balance when I walk around" (no code available). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A consumer reported that following intraocular lens (iol) implant surgery, she has been experiencing blurred vision at distance and near when using both eyes. She reported she feels off balance when she walks, she cannot drive or do things that she used to do before her surgery. The consumer stated she feels more comfortable when she covers her left eye. The consumer stated that her surgeon has referred her to a neuro-ophthalmologist. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 04/22/2010 and 04/24/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).